Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. After a new sensor was inserted, the readings were initially normal and then at night the device alarmed several times for low and a couple times for extremely low. The alarm woke her husband up and her cgm was at 60 mg/dl and indicated she was going to go low in the next 20 minutes; then it showed 44 mg/dl. It bounced around in the 40's and at one point it showed low. The patient consumed juice and candy the first time and the cgm values went up. She went back to sleep and after several hours it alarmed again. After the second low alert she ate a meal of pasta. No fingerstick levels were taken at the time. At about 4:30 am after the 3rd time it alarmed she did a fingerstick and the bg was 200 mg/dl compared to the cgm at 50 or 60 mg/dl. She was asymptomatic but because she is pregnant and was unsure of what to do about the discrepant values, she went to labor and delivery triage where she had fetal monitoring and hourly blood glucose checks. She also had lab work including a comprehensive metabolic panel (cmp) done to check for dehydration. No medication was given. The last values at the hospital at 10:00 am were cgm of 73 mg/dl and bg of 203 or 204 mg/dl. After returning home from the hospital, she removed the sensor. At the time of the call she had not yet inserted a new one as she was told to check finger sticks for two days. The last reading before removing the sensor was 107 mg/dl. At the time of contact, she stated that the last time she had tested her blood sugar, about an hour prior, it was 120 or 142 mg/dl. At the time of contact, the patient was in stable condition. Data provided for evaluation and the allegation was not confirmed. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.